Event description:
It was reported that damage to the tandem-provided charging cable and wall adapter caused difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. A new charging cable and wall adapter were sent to the customer.